Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the endoscopic camera manipulator (ecm) as the ecm insertion axis was noticeably rough. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ecm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue during test driving. As a fix the lead screw assembly, screw nut and axis 3 brake will be replaced.

Event description:
It was reported that during a da vinci-assisted gastrectomy the customer had swapped out the patient cart and ran into difficulties with the camera arm. The camera arm stopped inserting and retracting during the procedure. Logs do not reflect any related information. The customer was unable to troubleshoot at this time. There was no report of patient injury.